Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage at approximately 13-14 cm from the terminal pin. The insulation was abraded through to the sense b cable, most likely caused by contact/rubbing against the device. Resistance testing found the electrode was not electrically continuous. The noise and oversensing that led to inappropriate therapy was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks. The patient was hospitalized and the device programmed off pending a review of the episodes. A review of the episode print outs showed very noisy ecgs with high amplitude noise. Technical services discussed troubleshooting steps, to recreate the type of noise seen in the episodes, and requested device data and x-rays to verify system position. It was noted in the device data that there had been 20 untreated episodes stored since the last follow-up. Technical services discussed finding out what the patient was doing at the time of the shocks and to know if the patient had experienced an accident or a change in body composition. Testing showed less noise was created in the secondary sense vector, so the physician could try that as sensing and r-waves appeared good. X-rays showed no change in the position of the electrode since implant. Technical services further discussed possibilities that could be investigated invasively, such as verifying whether the suture sleeve moved over the sense b node or ensuring the electrode was fully inserted into the device header with the setscrew tightened properly. An invasive procedure was performed five days later. The physician observed the sense b node was under the suture sleeve when the incision was opened. Also, an area of damaged insulation was noted. The system was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the explanted products were expected to be returned for analysis. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks. The patient was hospitalized and the device programmed off pending a review of the episodes. A review of the episode print outs showed very noisy ecgs with high amplitude noise. Technical services discussed troubleshooting steps, to recreate the type of noise seen in the episodes, and requested device data and x-rays to verify system position. It was noted in the device data that there had been 20 untreated episodes stored since the last follow-up. Technical services discussed finding out what the patient was doing at the time of the shocks and to know if the patient had experienced an accident or a change in body composition. Testing showed less noise was created in the secondary sense vector, so the physician could try that as sensing and r-waves appeared good. X-rays showed no change in the position of the electrode since implant. Technical services further discussed possibilities that could be investigated invasively, such as verifying whether the suture sleeve moved over the sense b node or ensuring the electrode was fully inserted into the device header with the set screw tightened properly. An invasive procedure was performed five days later. The physician observed the sense b node was under the suture sleeve when the incision was opened. Also, an area of damaged insulation was noted. The system was therefore explanted and replaced. No additional adverse patient effects were reported.